Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting address state: (B)(6). E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported there was no telemetry data for two hours for a post-surgical pacemaker implant telemetry patient who passed away. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Additional information was reviewed by the product support engineer and based on this information, there was no device malfunction which caused or contributed to the reported event. It remains unknown what factors caused or contributed to the death. Functional testing/service repair/technical investigation: the following functional tests were performed: the remote service engineer collected the log files and performed a first analysis with the customer biomed. The analysis done confirmed there are successions of alarms "ECG fault contact", which is why the ECG could not be recorded during this period. In addition, there is also a "transmitter deactivated" alarm, which is the consequence of the succession of ECG messages for 10min. In summary, the telemetry did transmit data to the control panel, but the condition (ECG fault contact) meant that no ECG trace could be recorded. The complaint was escalated for technical investigation by the product support engineer (pse) and the results from logfile review indicate that between 9:10 and 9:15 as well as between 9:26 and 10:09, there was no connection of the mx40 to the central station. The pse confirmed the mx40 was connected to the central station starting 03 october 2024 23:41 to 04 october 2024 9:10. Then the mx40 was put to standby at 9:10 and was taken out of standby at 9:15, so the time the mx40 was not online was caused by a user placing the mx40 in standby. At 9:26 the mx40 was again put into standby. At 10:09 the mx40 was taken out of standby (by removing and reinserting the battery). This is documented by a ¿reboot¿. A normal ¿standby left¿ is either initiated from the central or the mx40 itself and is documented with a ¿restart¿ as shown at 9:15. So according to the logs, the user put the mx40 in standby mode between 9:10 to 9:15 and between 9:26 to 10:09 already starting at 8:56 there have been several inop¿s showing that the ECG leads are detached. This was announced by a technical inop at the central and this inop is also configured as yellow alarm (can be identified by the two !! In front of the alarm message). In addition, the alarms have been silenced several times from the central ¿ECG leads off ended¿, and then the system generated new alarms/inop¿s. So technical and yellow alarms have been announced from 8:56 until 9:10 (when the mx40 was put to standby). Overall the mx40 was working correctly and announced the alarms and the inop¿s (ECG leads off). Finally, the mx40 was switched to standby, where no monitoring is possible. The investigation determined that the device functioned as designed. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was confirmed the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional information was reviewed by the product support engineer and based on this information, there was no device malfunction which caused or contributed to the reported event. It remains unknown what factors caused or contributed to the death. Functional testing/service repair/technical investigation: the following functional tests were performed: the remote service engineer collected the log files and performed a first analysis with the customer biomed. The analysis done confirmed there are successions of alarms "ECG fault contact", which is why the ECG could not be recorded during this period. In addition, there is also a "transmitter deactivated" alarm, which is the consequence of the succession of ECG messages for 10min. In summary, the telemetry did transmit data to the control panel, but the condition (ECG fault contact) meant that no ECG trace could be recorded. The complaint was escalated for technical investigation by the product support engineer (pse) and the results from logfile review indicate that between 9:10 and 9:15 as well as between 9:26 and 10:09, there was no connection of the mx40 to the central station. The pse confirmed the mx40 was connected to the central station starting (B)(6) 2024 23:41 to (B)(6) 2024 9:10. Then the mx40 was put to standby at 9:10 and was taken out of standby at 9:15, so the time the mx40 was not online was caused by a user placing the mx40 in standby. At 9:26 the mx40 was again put into standby. At 10:09 the mx40 was taken out of standby (by removing and reinserting the battery). This is documented by a ¿reboot¿. A normal ¿standby left¿ is either initiated from the central or the mx40 itself and is documented with a ¿restart¿ as shown at 9:15. So according to the logs, the user put the mx40 in standby mode between 9:10 to 9:15 and between 9:26 to 10:09 already starting at 8:56 there have been several inop¿s showing that the ECG leads are detached. This was announced by a technical inop at the central and this inop is also configured as yellow alarm (can be identified by the two !! In front of the alarm message). In addition, the alarms have been silenced several times from the central ¿ECG leads off ended¿, and then the system generated new alarms/inop¿s. So technical and yellow alarms have been announced from 8:56 until 9:10 (when the mx40 was put to standby). Overall the mx40 was working correctly and announced the alarms and the inop¿s (ECG leads off). Finally, the mx40 was switched to standby, where no monitoring is possible. The investigation determined that the device functioned as designed. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was confirmed the device was confirmed to be operating per specifications and no failure was identified. It remains unknown what factors caused or contributed to the death. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was no telemetry data for two hours for a post-surgical pacemaker implant telemetry patient who passed away. No other clinical information or medical intervention was reported.